Event description:
It was reported that the user experienced recurrent nocturnal low glucose events while using the ilet bionic pancreas with a dexcom g7 continuous glucose monitor (cgm) and a teflon infusion set, with a documented low of 60 mg/dl that was treated with oral carbohydrate, and the device was subsequently factory reset and fully set up again, including cgm pairing, cartridge and infusion set replacement, and mobile app pairing. Symptoms included hypoglycemia, hyperglycemia with a peak of 245 mg/ dl, polydipsia, and dizziness. Outcomes included self-treatment with oral glucose and continued use of therapy without medical intervention. Investigation included troubleshooting and user education, assessment of device setup and pairing, and guidance on best practices to prevent maladaptation. Investigation of this case revealed that the device might have adapted to prior conditions leading to nocturnal lows, and a factory reset was performed to restore appropriate control. It was concluded that the cause of hypoglycemia was unclear, and additional training was assigned to reinforce correct use and reduce recurrence. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.